Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm with the homechoice (hc) machine during the initial drain cycle. The home patient (hp) did not open the clamp to the patient line during priming and now has air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. During a follow up call, the patient stated he resumed therapy and had not had any further issues. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. Batch review was not performed since lot number is not available. Per the complaint information, the cause of the low drain volume alarm is the air in the patient line due to not opening the clamp. Labeling review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.